Manufacturer narrative:
The malfunction was duplicated and attributed to a faulty connector on the hv module. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device displayed "defib fault 72" and "pacer fault 116" messages. Complainant indicated that there was no pt involvement in the reported malfunction.